Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last bolus delivery was on (B)(6) 2016 at 08:24. The last basal delivery was on (B)(6) 2016. The black box showed an unexplained loss of prime on (B)(6) 2016 at 10:05; deliveries resumed at 10:17. On (B)(6) 2016 at 10:47 a loss of prime related to a cartridge change was recorded; deliveries resumed at 10:56. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or alarms observed during the investigation.